Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable for one and half year due to the patient not charging. It is unknown why the patient stopped charging. The ipg was initially relocated to a new position to help provide patient comfort however ultimately the device was explanted, and a new device was implanted to help resolve the inoperable issue. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.